Manufacturer narrative:
It was reported that the red button broke and will not lock out. The root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturer testing confirmed to be the same malfunction found in report number 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported that the red button broke and will not lock out .

Manufacturer narrative:
It was reported that the red button broke and will not lock out. The device was returned to enovis for evaluation, product was used, defective hinge right side don't lock, issue reported by the customer has been confirmed. The root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturer testing confirmed to be the same malfunction found in report number 9616086-2023-00007.